Event description:
On incident date 2008, at approx. 9 am pt operative procedure began. At approx 10am the anesthesiologist added the heated humidification circuit to provide for pt warming. Used anamed (now westmed) anesthesia controller (model a2002r,) set to 41 degrees f. Case proceeded with no problems with the circuit. At approx 4pm operative procedure ended and pt was being transferred to a recovery stretcher. At this time the anesthesia machine was set to psv pro mode with 5l oxygen and 1l air (approx 80% oxygen). During transfer the anesthesiologist noted a 20cm flame inside the inspiratory side of the circuit as the ventilator delivered a breath. It is unclear how many times this occurred, but immediately upon seeing the flame the anesthesiologist disconnected the westmed tubing and began to bag the pt with portable oxygen. No sign of combustion particulates in endotracheal tube and pt was extubated. No injury to the pt was seen two days post-op. Pt discharged.